Event description:
During a ptca/stenting procedure, the quantum maverick monorail balloon ruptured at 20 atms on the first inflation. The lesion being treated was a very calcified and 100% stenotic lesion in an unspecified coronary artery. The quantum maverick monorail was removed and replaced with another balloon to successfully complete the procedure. A terumo introducer sheath, a bmw guide wire, camino guide catheter, a cypher stent, and an everest inflation device were also used in the procedure. No patient injuries or complications were reported.